Manufacturer narrative:
Patient identifier: requested, unknown. Age & date of birth: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race:chinese . Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved puncture site was common femoral artery with less 4 mm diameter, not the bifurcation, and vessel wall was not calcified. Hemostasis was achieved after applied angio-seal, but they observed some oozing from subcutaneous track (but was not from arterial bleeding) so manually compressed the wound for at least 2-3 minutes. The wound was nice and no active bleeding in cath lab. 1.5 hour after patient was sent back to ccu, when the bed was inclined forward and resume diet, bleeding was found near the femoral wound, manual compression for 30-40 minutes and finally patient became stable. The patient was in stable condition and the doctor compressed the wound to complete the hemostasis. There were no other devices or equipment used with the reported product. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received 03 oct 2022: the type of procedure was a percutaneous coronary intervention (pci) using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, the procedure was smooth. A pre-deployment angiogram was performed.